Event description:
Bd smartsite extension set 0.2 micron low protein binding filter leaked. Patient called nurse to room as they were feeling something wet on the tubing. This rn took a look at tubing and found that the filter attached to the tubing had a small leak. Line immediately removed and new line strung. Tubing sent to educator in clear bag. Not sure of exact lot number as tubing was 3 days old. This is all the information available.